Event description:
Note: this event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the eval results. It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed one month prior. According to the complainant, "the tip of the tome was twisted and had poor orientation out of the package during preparation". The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Cannulating orientation issue), (wavy wire). Visual examination of the returned device revealed that the working length and distal tip were twisted, the initial tip orientation was out of expected tolerance but the orientation could be adjusted to be within product spec of between 9:00 am and 2:00 pm by rotating the device handle, exposed cutting wire was wavy and the tip was cracked. A functional eval found that the device would bow past 90 degrees which meets the expected tolerance. The twist, waviness and crack observed were likely due to the customer usage/handling. It appeared that the distal tip might have come into contact with some part of the scope (elevator), causing the tip to be cracked, while the device was being advanced in the scope. The twisted working length is likely attributable to the procedural use (i.e. Operation context). The tip orientation issue is likely attributable to the procedural use (i.e. Operation al context) since the device did not orient properly likely due to factors involved in the procedure. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.